Manufacturer narrative:
(B)(4)

Event description:
A health authority received five reports of implanted intraocular lenses (iols) in three patients with defects in the material creating glistenings or refractive anomalies in the matrix of the lens. These defects have created disabling glare effects. Two of the patients are bilaterally implanted; one of the patients is unilaterally implanted. This patient is bilaterally implanted. No further information is expected. There are five reports associated with these events; this is the third report.

Manufacturer narrative:
Evaluation summary: the device was not returned for analysis, the device remains implanted. Results from the product history record review indicated the lens met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. No additional information is expected.